Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 500 mg/dl. Customer declined troubleshooting for high blood glucose reading. Customer reports the infusion one set cannula was bent and other two were normal. Customer also reported no delivery alarm but the alarm was resolved by changing the set and reservoir. Products will not return for analysis.